Manufacturer narrative:
Additional information was received that it was observed that there was skin breakage. Sc-1132 (B)(4) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patients ipg was poking through the skin. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients ipg was poking through the skin. The patient underwent an ipg replacement procedure.